Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and lumbar radiculopathy. It was reported that the patient had started to notice intermittent stimulation, feels stimulation in her spine and then she didn't. The patient said she hasn't noticed any patterns. They called the rep who suggested patient track and then call in to patient services. The patient said that she had tried different programs. They redirected the patient to arrange to have her implant checked by a rep to check the integrity of the implanted system. They stated that they go to a chiropractor once a month and receives manual adjustments as implant doesn't cover 100% of pain in low back/hip area. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer rep reported that the integrity of system was 100%. The patient needed higher amplitudes and was reluctant to turn it up. On nov 11, impedances were checked and ok. Stim was turned up and needed an increase of approximately 0.5mamps. The rep reported that the issue has been resolved.